Event description:
Left total knee arthroplasty revision with polyethylene exchange done on left knee due to recurrent instability. Apparently loose piece of plastic was identified in the knee pre-op. Patient had a total knee arthroplasty done on this same knee in 2009. Physician questions if the implant was at fault and caused the patient to need a replacement this soon after the inital procedure.